Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been provided.

Event description:
The customer observed a false positive architect total b-hcg result for a 27-year-old female patient. The following data was provided (<5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6) initial result, on (B)(6) 2026, was 408.44, repeat result, on (B)(6) 2026, was <1.2 miu/ml. The patient was also recollected, on (B)(6) 2026, and the result was <1.2 miu/ml. There was no impact to patient management reported.